Event description:
It was reported issues with replacing the cartridge as it does not slide into the pump correctly. There was no reported impact to the customer's blood glucose level. Melissa declined troubleshooting assistance from technical support and is in the process of obtaining a new pump through her insurance. No additional information was received regarding any other actions taken or outcomes related to the event.